Manufacturer narrative:
There is no documentation in the medical record that indicates there was a causal relationship between the liberty cycler and the patient¿s diagnosis of peritonitis. There is no documentation in the medical record that indicates there was a causal relationship between the liberty cycler set and the patient¿s diagnosis of peritonitis. Medical records reveal the patient¿s caretaker did not use aseptic technique.

Event description:
The pdrn stated the peritonitis organism is corynebacterium however the medical records do not contain lab/diagnostic results for review. The patient's peritoneal dialysis registered nurse (pdrn) went to the patient's home to observe the caregiver in the home setting up the cycler and to discuss how patient connects to the cycler. The caregiver was allowing the patient to connect himself and caregiver laid the organizer on the bed for him to connect. The pdrn advised the caregiver to pull cycler to the patient to connect and not remove organizer from the holder as it could touch bed linens and be contaminated. In addition, the caregiver was not cleaning heparin bottle correctly so the caregiver was re-educated on this procedure. The caregiver did not clean the cycler with bleach water. The pdrn stated the patient's caregiver is scheduled for retraining on aseptic technique.

Manufacturer narrative:
(B)(4). The liberty cycler was not repaired or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental report will be submitted upon final review of medical records.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient was hospitalized on (B)(6) 2016 for peritonitis due to the patient's caregiver not following aseptic technique. The patient's effluent was cultured and the organism identified was corynebacterium. The peritonitis was treated with vancomycin. On (B)(6) 2016 the patient was discharged and reportedly recovered.